Event description:
A facility biomed contacted baxter's technical service center to report that the patient had passed away a week ago. No additional information was provided. The following information was received from global pharmacovigilance (gpv). On (B)(6) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) . On an unreported date, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex (dose not reported), intraperitoneally, nightly. On an unknown date in (B)(6) 2012, the patient was hospitalized for an unknown reason. The reporter stated that they did not have any information regarding the hospitalization, diagnostic tests, medical treatments or interventions performed in the hospital. On (B)(6) 2012, while hospitalized and connected to the homechoice machine, the patient passed away from unknown causes. It was unknown if the event of death was related to the dianeal solution or the homechoice machine. The reporter denied having any further information.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the registered nurse (rn) regarding this event. The rn stated that the homechoice patient (hp) was connected to the machine when she suffered a cardiac arrest. The floor nurse's disconnected the hp from the cycler at that time. The hp passed away. The date of death was (B)(6) 2012. The cause of death was cardiac arrest. It was unknown if the death was related to any baxter products. Patient identifiers were provided and the contact and patient tab are updated with the information. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn was able to confirm that the cause of death was cardiac arrest. The pdrn was unable to provide causality for the event as the home choice patient passed away while at the hospital. Follow up was received by pharmacovigilance on (B)(4) 2012. The following information was obtained during a phone conversation with the peritoneal dialysis nurse. The nurse confirmed the information reported to product surveillance on (B)(4) 2012. On an unknown date, the patient began treatment with dianeal low cal 2.5% ultrabag 2l for each of 4 exchanges daily for manual peritoneal dialysis. The nurse further stated that the patient transferred to this clinical "a year ago" and had been a capd patient prior to her transfer. The nurse clarified that the patient "had tried the cycler in the past" (prior to transfer to this clinic) but was unable to provide dates or any further details. On an unknown date in 2012, the patient was hospitalized "inability to sleep" in 2012, 1 week after the patient was hospitalized for "inability to sleep", the patient was transferred (reason unknown) to another hospital (north vista) where the patient later died. The nurse was not able to provide any details related to the pd solution being used by the patient while hospitalized. It is unknown if an autopsy was performed. It is unknown if past medical history included cardiac disease or cardiac arrest. It was unknown if cardiac arrest was related to any baxter pd solution, device or disposable part. The device history was reviewed, no abnormality was observed. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The pal evaluated the device and it passed both electrical and functional tests and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. A review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The problem was not confirmed. The assignable cause of the problem is undetermined.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A follow-up report will be submitted if additional information becomes available.